Event description:
Event description guidant received information that this atrial bipolar lead exhibited a decreased p-wave and intermittent undersensing. The device was reprogrammed and the lead remains implanted.